Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, a few days after the drainage catheter was placed, when the patient's dressings were being changed, it was discovered that the hub of the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was separated. The facility employed a new device and re-performed the catheter placement. No further product issues or adverse patient events were reported. The circumstances surrounding the handling of the catheter and the catheter hub are not known. The product is reportedly unavailable for return.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the documentation, drawing, instructions for use (IFU), manufacturing instructions, and quality control of the device was conducted during the investigation product was not returned to assist in the investigation. The lot number was not provided; therefore, a review of any non-conformances associated with this lot and any additional complaints filed for this lot could not be reviewed. The manufacturing documents in place at the time of manufacture were reviewed, and it was found that the device aspect in question was visually inspected by quality control and no notable gaps in production or processing controls were noted. The risk specification for this product includes the leakage failure mode and identifies that multiple risk controls are in place to mitigate the risk of this type of failure. Based on the available information, the root cause analysis determined that this failure mode is related to a manufacturing issue. This failure mode has been escalated per internal processes. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.